Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer was sent back for analysis. Functional testing determined the computer was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a computer boot up failure. The site stated that after starting the system, during boot up of the computer, the following message appeared on the monitors: ¿reboot and select proper boot device or insert boot media in selected boot device and press any key_¿. No patient was present at the time of the event. Troubleshooting was performed and after rebooting the system two times the computer booted up. The next day the site had the same problem and called technical service. The probable cause of the reported issue was a hd-sd-drive failure.